Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: structural balloon would not inflate with inflation bulb. Current patient status: fine, no problem. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated blood loss of more than 250cc. There was no delay over 30 minutes. If applicable, what was done to correct this condition? Applied another device.